Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary cubie drawer was broken and it was unable to open required maintenance. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station half height cubie drawer 2-2 on the auxiliary cabinet had broken cubie pockets and it failed to open required maintenance. The field service engineer (fse) had resolved the issue by shutting down the device and manually removing the cubie pocket. And the fse was able to unload and delete the cubie pocket after rebooting the device. The system functioned as intended after the field service engineer repaired the device.